Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. The reported blood glucose reading was 380 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The prime and high pressure tests passed. The customer did not bolus on the night prior to the event. The customer was taken off of the insulin pump while in the hospital. When she was put back on the insulin pump her blood glucose levels began to elevate. When the infusion set was removed from the customer's body, the cannula was bent. Nothing further was reported.